Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh), dark urine, and acute kidney injury (aki). Log file review captured routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. No notable events or alarms were recorded, and the pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available and contains the following information: section 1 outlines potential adverse events, including hemolysis and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.